Event description:
Pt had ICD (defibrillator) lead fracture. Medtronic 6947 ICD lead malfunction. Diagnosis or reason for use: this lead was implanted (B)(6) 2008, fractured (B)(6) 2013. Event abated after use stopped or dose reduced? Yes.